Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's new device was not working properly. They mentioned they were having a hard time turning it off for MRI mode, and could not feel the device. Additional information was received from the patient. They reported they were implanted for the treatment of bladder issues. The reason for the call was that the patient stated they were getting shocks with a vengeance which would come and go the morning of the call. They were feeling jolts on their big right toe and their left side. This caused them to literally jump off the bed. They reported no falls or traumas, and saw their managing doctor yesterday and the doctor was getting so frustrated they could not even get it on. When asked to clarify if the doctor did device programming, the patient did not know. The doctor told the patient they were ok to go back to work, and the patient felt like the doctor did not want to listen to their concerns. The patient was in the hospital over the weekend feeling numb and weird, and ever since implant, something did not feel right. The patient felt off and dizzy because of the jolts. They stated they had been admitted to the hospital on the 24th because of the numbness, and at the time they did not think it was related to the implanted device. The patient had been feeling sensations, but last night was when the most intense jolts started. They noted they had two active implanted systems, and had decreased amplitude on both prior to calling, but requested assistance turning them both off. It was reviewed how to do so. The patient was redirected to their healthcare provider to further address the issue. The patient indicated they intended to find a new managing physician. Physician listings were sent to the patient. It was recommended they leave therapy off until they could address their concerns with a managing physician. The patient also mentioned they had some difficulty using their smart programmer to activate MRI mode, but confirmed this was resolved prior to calling. They confirmed they were able to activate and deactivate MRI mode successfully. It was confirmed during the call the smart programmer was working normally with patient education on handset and communicator use. Additional information was received from the patient. They reported that since the shock, they had been feeling tingling in their fingers and toes and "have not been the same since." They were redirected to their healthcare provider to discuss the issues further. The caller inquired about removal of implant and were again redirected to their healthcare provider.